Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that venogram during coronary sinus insertion revealed posterior lateral distal perforation with extravasation of contrast into pericardial space. This case reported stated that this was related to the 4196 lead and the delivery catheter attain select. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.